Event description:
It was reported that the patient experienced pump tubing length was too long with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the tubing was adjusted to shorter length. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the tubing length was incorrectly measured by the physician and there is no allegation of device malfunction.

Event description:
It was reported that the patient experienced pump tubing length was too long with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the tubing was adjusted to shorter length. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.